Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the computer was not booting up fully and that the monitor will display the initial splash screen and boot up white text, but then the screen goes black. The rep received this information from the or supervisor and was able to replicate the described behavior. The rep checked all cable connections in the back of the computer and heard the fan running the whole time. No patient was present at the time of this issue as the issue occurred when being turned on to load patient exams.

Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the app screen and the program starts and runs normally. If information is provided in the future, a supplemental report will be issued.